Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3791019 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. Post-op, the patient experienced vaginal erosion, repeated urinary infection 4 to 6 times a year, constant shooting pain in the groin, more intense to the right. The patient also experienced a pain which was more severe while sitting and resting, fatigue and no improvement in urinary incontinence. No further information is available.